Event description:
The customer reported the visera elite ii video system center display an e333 error. In addition, the release failed to work. The event occurred during therapeutic laparoscopic sacrocolpopexy procedure. A similar device was used to complete the operation. There was no patient harm or user injury reported due to the event. This report is being submitted for the e333 error.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported events were confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.